Event description:
An implant card was received by the manufacturer which reported that the patient had generator and lead replacement surgery due to lead discontinuity. The generator was replaced due to battery depletion (near end of service condition). The date of surgery was not provided on the implant card. The implant card was filled out by a nurse at the hospital facility. Good faith attempts for additional information from the surgeon have been unsuccessful to date. Previously, the manufacturer received information that the patient had replacement surgery on (B)(6) 2012. Attempts for product return are not possible, as the explanting hospital does not return explanted devices per hospital policy unless the explanted products were under recall. Review of the manufacturer's programming history database revealed the last history available was on (B)(6) 2009. System diagnostics on the date of implant showed high impedance which resolved via intraoperative troubleshooting. The last system diagnostics available on (B)(6) 2009 were within normal limits.

Manufacturer narrative:
Review of manufacturing history records performed. Review of lead manufacturing history records that all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.